Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant never felt good during healing, tried to see if it would get better, finally patient agreed to removal. Tooth 29. Pain and edema are reported as consequences. The area was grafted with allograft prior to the original implant placement.